Event description:
It was reported that the device reached elective replacement indicator (eri), however, premature battery depletion is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not determine if this device performed as described in that field action. Product ID 507652 implantable pacing lead implanted: 2004 (B)(6); product ID 419488 implantable pacing lead implanted: 2009 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed. The device met 97% of expected longevity. Without the history of the programmed settings throughout its service life, there is no way to determine why the longevity did not match the predicted model.